Manufacturer narrative:
The customer did not provide either meter serial number so, it was not possible to determine a MFR date.

Event description:
A hosp nurse contacted customer service via email. She stated that she tested her blood glucose using contour usb and contour meters. The contour usb read 21 mg/dl, while the contour read 127 mg/dl. She also stated that a pt mentioned receiving a contour usb reading of 225 mg/dl, while his contour meter read 108 mg/dl. The difference between both sets of comparison readings falls in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse events were alleged. No product will be returned at this time. Replacement meters were sent to the nurse.